Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the ribbon cable that connects the lcd touchscreen to the front case pcb was not properly secured. Ventec properly seated the cable to resolve the reported issue and performed the touchscreen calibration procedure. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ribbon cable that connects the lcd touchscreen to the front case pcb was not properly secured.